Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during biomedical testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant upstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation determined the cause to be a filed upstream sensor. The failed upstream sensor was replaced.